Event description:
It was reported that during a lap nephrectomy, the vena cava tore. The surgeon grabbed the vena cava to stop the bleeding. Called in a vascular surgeon to complete the case. The case was converted to open to repair the damage.

Manufacturer narrative:
Info anticipated, but unavailable at this time.